Event description:
The adverse event is filed under aag reference (B)(4). Involved component: pl536r - shaft compl.d:10mm l:370mm - unkown; pl520r - challenger ti-p handle - unknown.

Manufacturer narrative:
Investigation results: visual investigation: no significant deviation can be found at the provided cartridges, but dispositioned clips. Clips are dispositioned, but the sliding sheets are not deformed. Distal ends are not broken or deformed . Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that there are two similar complaints against the same lot number(s). The review of risk assessment revealed that the overall risk level (severity 3(5) probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl579t - challenger ti-p ml-ligat.clips 12 cartr. According to the complaint description, the cartridge (x2) detached when the clip engages. It was necessary to use of a forceps to complete of the operation. An additional medical intervention was necessary. Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4).